Event description:
While attempting PICC placement on this patient. Accessed vessel without difficulty, tried to pass guidewire, but access needle was defective and would not allow wire to pass through. A separate access needle was acquired (not from inside a PICC kit, but from a separate guidewire/needle kit). Vein was re-accessed, guidewire passed through needle without difficulty. Unable to place PICC as vein became irritated and spasmed down, preventing placement.